Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that all the buttons were not clicking or springing back as usual. The pt also claimed that the buttons required several presses before the pump would respond. In addition, she claimed that the keypad was intact. The pt denied that the device was exposed to moisture.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.